Manufacturer narrative:
Irrimax is submitting this report in accordance with 21 cfr § 803. Irrimax will continue to contact reporting physician and other sources as necessary for the purpose of obtaining additional information and will, as necessary, file a follow-up report. The previous paragraph shall be included in any information or report disclosed to the public including information or reports provided under the freedom of information act.

Event description:
Left knee (internal dehiscence) of arthrotomy repair.